Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on an unknown date. During the preparation, it was reported that there was difficulty removing the shrink wrap off the ligator head. The red strip that is used to take the shrink wrap is tight and does not come all the way over the tip of the ligator head so the physician is not able to get a hold of it. In trying to find alternate ways to remove the shrink wrap the bands are either moving out of their original places or are loaded incorrectly to begin with. This problem also happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.